Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnostic procedure. The procedure was completed using the same room and keeping the table as stationary as possible. It was reported to philips that the c-arm was unable to move. Review of the log file shows a communication error indicating that the configured ui module was not detected. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system geometry controller was not powering on, also geometry module did not return to a working status even after a reboot. To resolve the issue, philips field service engineer (fse) replaced defective geometry module in room, verified transfer of all related hardware and stickers on unit. The defective parts were returned for analysis, for geometry module no failure observed. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.